Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s libre 3 plus sensor was paired to the libre mobile app instead of the ilet system, which resulted in the ilet displaying ¿enter bg ¿ dosing stops soon¿ and the cgm not pairing to the ilet. Symptoms included no reported adverse clinical effects and blood glucose levels reported as unaffected. Outcomes included interruption of automated dosing pending restoration of cgm connectivity. Investigation included technical troubleshooting and user education on the ilet and ilet mobile app. Investigation of this case revealed that the cgm sensor was in use by another device, preventing pairing with the ilet; the user replaced the sensor and was informed of the 60-minute warmup period. It was concluded that the event was due to user setup with the sensor paired to an incompatible app, and that function was restored through proper pairing and sensor replacement.